Manufacturer narrative:
(B)(4).

Event description:
This lead was revised for an unknown reason and remains actively implanted. Attempts to gather more information have been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.